Event description:
The end user reported the stretcher lowers quickly and unexpectedly when the down button is pressed. There was no incident associated with the reported issue and no injuries have been alleged as a result. The stretcher was returned to the manufacturer for a visual and functional evaluation. The alleged issue could not be duplicated; however, as a preventive measure the actuator will be replaced.